Manufacturer narrative:
(B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a revision surgery was performed due to an infection. The patient was originally treated for a sternal fracture on (B)(6) 2014. On (B)(6) 2014 the surgeon was notified by the hospital that the patient had an infection with pus forming. All devices were explanted on (B)(6) 2014. The source of infection is unknown. A pectoral muscle flap surgery was completed successfully. This is report 5 of 18 for (B)(4).